Event description:
The olympus evis exera 111 clv-190, light source processor failed to give adequate lighting during an upper endoscopy. The scope was changed and the processor still failed to give adequate illumination. The clinical partner was notified; the equipment was found to be not functioning properly and the case had to be moved to another procedure room due to the equipment failure.